Event description:
It was reported that the device was used during an unknown procedure. The device failed to fire, did not work. There was no adverse consequence to the patient.

Manufacturer narrative:
The analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips, due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.